Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 23-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-oct-05, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving dilaudid (4 mg/ml, 1.5 mg/day) via an implantable pump for non-malignant pain. It was reported the patient felt the pump was not tacked down and they weren't getting as much relief. There were no falls or other issues mentioned. During surgical intervention, pressure testing of the catheter was performed and the catheter was leaking when dissected down. The 8578 catheter was replaced with a new 8578. The spinal segment was left in place. The issue was resolved at the time of this report. On 2021-oct-07, additional information was received from the manufacturer representative (rep). Clarification regarding the patient feeling the pump was not tacked down was requested. The rep stated, "pump was tacked down at revision, but skin tissue was loose". On 2021-oct-07, additional information was received from the patient. The patient stated they had surgery so that the hcp could reposition the pump because for "the past whole year, 12 months," the pump had been tilted and stuck in the stomach. They could not position the needle well during refills. Troubleshooting was not required. The patient had surgery recently. The patient's relevant medical history included bad memory due to anesthesia. Drug information provided by the patient was "about 4 ml of dilaudid and the rest is bupivacaine".